Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation out of the pouch primed. Visual inspection did not show any tubing ballooning or any other obvious defects. The device was functionally tested with an in-house infusion pump and checked for flow. There were no defects or alarms noted during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during the use of a clearlink secondary medication set. This occurred during infusion of an unknown drug. A non-baxter primary set and non-baxter infusion pump were being used with the device. When separated from the pump, the fluids were flushed through the set and normal flow was experienced. When the set was reconnected to the pump, it continued to alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.